Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing and morphology changes resulting in inappropriate shocks in multiple episodes. The system was then tested in clinic with system manipulation, however previously reported noise was unable to be reproduced. X-ray was completed with no electrode damage able to be confirmed and the electrode appeared to be fully inserted in the header. The x-ray images do identify an opportunity to optimize the system placement. Technical services (ts) provided further troubleshooting and programming options. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. This electrode was noted to have a bend in the electrode body and cuts in the insultation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing and morphology changes resulting in inappropriate shocks in multiple episodes. The system was then tested in clinic with system manipulation, however previously reported noise was unable to be reproduced. X-ray was completed with no electrode damage able to be confirmed and the electrode appeared to be fully inserted in the header. The x-ray images do identify an opportunity to optimize the system placement. Technical services (ts) provided further troubleshooting and programming options. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing and morphology changes resulting in inappropriate shocks in multiple episodes. The system was then tested in clinic with system manipulation, however previously reported noise was unable to be reproduced. X-ray was completed with no electrode damage able to be confirmed and the electrode appeared to be fully inserted in the header. The x-ray images do identify an opportunity to optimize the system placement. Technical services (ts) provided further troubleshooting and programming options. This system remains in service. No adverse patient effects were reported.